Manufacturer narrative:
During inspection and testing, the coating on the insertion section was found to be peeling off due to deterioration. In addition, service found the forceps channel was pierced, and the tip cover at the distal end was damaged. Evidence of fluid ingress was observed in the main operating unit and at the connector. The control body showed deterioration due to chemical stress. The light guide lens had decreased light output. The adhesive rubber at the distal end was damaged. The bending angulation was out of specification due to stretching and wear. The image sensor was broken. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a switch was not working on the evis lucera elite bronchovideoscope. There was no report of patient harm or injury due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, service could not confirm the reported issue (switch not working). However, service found the coating on the insertion section was peeling off. This report is being submitted for the reportable malfunction (insertion section coating was peeling) found during the evaluation of device.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct usage of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.